Event description:
Report #1 of 2 received which states, "a home care pt had chemotherapy (fluorouracil in d5w) infusing for approximately 16 hours. The pt had a leak at the filter site. The pouch carrying the aim plus pump was contaminated as were the pt's clothes. The pt returned to the facility for a change in tubing. The nurse checked the peripheral site for blockage and none was noted. The nurse followed the hosp chemotherapy spill procedure and the pt returned home with a new tubing. There were 2 hrs of therapy lost during this change. No other untoward events were reported". This same event occurred on two consecutive days. Athough requested, no additional info was provided.